Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A single curve watchman truseal access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The septum was difficult to cross during transseptal puncture, and the implanter punctured the coronary sinus, causing a small leak. At the beginning of the case, there was a trivial pericardial effusion noted on the right atrium and right ventricle side of the heart. Multiple effusion sweeps were performed during the procedure, and the pericardial effusion did not grow. After the closure device was deployed into the laa, another effusion sweep was performed which noted that the pericardial effusion grew from trivial to small in the right ventricle. The closure device was implanted successfully in the laa. During post procedural recovery, the pericardial effusion grew larger and the patient developed cardiac tamponade. A pericardiocentesis was initiated to drain the laa and a subsequent pericardial window was performed. The patient was stable post procedure.